Event description:
It was reported that the patient had backup battery (ebb) fault alarms that did not resolve with ebb exchange. The patient was given a new controller and ebb which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log file contained data spanning 5 days ((B)(6) 2023 per the timestamp). A backup battery fault alarm activated on (B)(6) 2023 at 0:58:35 due to the backup battery not passing the load test. The alarm remained active until the controller was powered down after being exchanged (captured at approximately 13:47:41 on (B)(6) 2023). The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at 13:47:18 on (B)(6) 2023 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The DHR review confirmed that the system controller has the CAPA 116200 implementation of grease on the battery cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.